Manufacturer narrative:
As reported, during withdrawal of a 5f exoseal vascular closure device (vcd) and sheath to position the indicator wire against the vessel wall, the indicator wire did not engage with the vessel wall as expected and slipped out. The device was removed with the indicator wire exposed, and visual inspection revealed no damage to the indicator wire loop. Hemostasis was achieved through manual compression. The device was stored, prepared and used as per the IFU. The exoseal vascular closure device (vcd) was used in a diagnostic procedure employing a retrograde approach. The physician performing the procedure had achieved certification on the use of the exoseal vcd. There were no visible signs of device or package damage prior to use. A non-cordis sheath was utilized as the catheter sheath introducer. The suitability of the femoral artery was verified through angiography, confirming an insertion angle of 30-45 degrees and a vessel diameter of at least 5mm. There was no visible calcium or plaque at the puncture site, which exhibited mild tortuosity, no stent, and no stenosis greater than 50%. The target femoral site had not been closed with any closure device or manual compression within the last 30 days, nor was there any pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped. The physician did not have their thumb on the plug deployment button during retraction, and no red color was observed in the indicator window during the process. One non-sterile vascular closure device - 5f was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the deployment lever on the device was not pressed and the plug was present on the delivery shaft, which was found with dried blood residues, with the indicator wire deployed and the loop in good conditions. The indicator window was received on white/black position and the cowling guard was found locked. No anomalies were observed during the analysis. It was confirmed that the plug was not deployed, and the guard was locked with the indicator wire (iw) deployed. The functional analysis could not be performed due to the blood residues clogging the device. Attempts to clean the device using hydrogen peroxide in an ultrasonic bath were performed, with no success. The pinion gear-iw rack timing was reviewed, the iw end interaction with the iw rack pillars was examined for potential interference, and the iw was inspected for buckling. No anomalies were found on the internal mechanism of the unit. The indicator window was manually moved and successfully transitioned the three stages. No need of microscopical analysis since the internal mechanism was reviewed in section 3. The reported event by the customer as ¿indicator window ¿ no change to indicator¿ was not confirmed since the pinion gear-iw rack timing was reviewed, the iw end interaction with the iw rack pillars was examined for potential interference, and the iw was inspected for buckling. No anomalies were found on the internal mechanism of the unit. The indicator window was manually moved and successfully transitioned the three stages. Procedural and/or handling factors might have contributed to the condition reported on the unit since the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. Vessel characteristics, such as the mild tortuosity reported, may have also contributed to the reported event. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, during withdrawal of a 5f exoseal vascular closure device (vcd) and sheath to position the indicator wire against the vessel wall, the indicator wire did not engage with the vessel wall as expected and slipped out. The device was removed with the indicator wire exposed, and visual inspection revealed no damage to the indicator wire loop. Hemostasis was achieved through manual compression. The device was stored, prepared and used as per the IFU. The exoseal vascular closure device (vcd) was used in a diagnostic procedure employing a retrograde approach. The physician performing the procedure had achieved certification on the use of the exoseal vcd. There were no visible signs of device or package damage prior to use. A non-cordis sheath was utilized as the catheter sheath introducer. The suitability of the femoral artery was verified through angiography, confirming an insertion angle of 30-45 degrees and a vessel diameter of at least 5mm. There was no visible calcium or plaque at the puncture site, which exhibited mild tortuosity, no stent, and no stenosis greater than 50%. The target femoral site had not been closed with any closure device or manual compression within the last 30 days, nor was there any pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped. The physician did not have their thumb on the plug deployment button during retraction, and no red color was observed in the indicator window during the process. The device is being returned for evaluation.